Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was not confirmed. Based on the results of the investigation, it is likely that water or humidity invaded the device, which damaged image sensor unit or circuit board in scope connector. Subsequently, the suggested event possibly occurred. A leak was found in the light guide tube. A definitive root cause for the reported malfunction could not be established. The event can be detected/prevented by following the instructions for use which state: ·labeling the event can be detected by handling the device according to the following IFU. IFU: ltf-190-10-3d operation manual chapter 3 preparation and inspection:3.6 inspection of the endoscopic system: inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the flex deflectable videoscope exhibited no image. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.